Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon had a longitudinal tear which started at the distal transition end of the balloon and extended proximally along the balloon. There was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a passport dilation balloon catheter was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon was perforated. The procedure was completed with another passport dilation balloon catheter. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon was torn longitudinally; therefore, this is now an MDR reportable event.